Event description:
It was reported that during an unknown procedure the trocars were leaking. Two housings were removed from other trocars and the case was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.